Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # = m9317a. The analysis results found that the er320 device was returned with 1 clip jammed between the top shroud and the floor; the clip was removed in order to inspect the jaws and they were found to be in good condition. During the analysis, the device was cycled and the remaining 14 clips were dropping. In addition, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred and the floor was also found damaged. No conclusion could be reached as to what may have caused the found conditions. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed. The procedure was completed with a second device of the same product code. There was no patient consequence reported.